Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the dreamtome was inspected and looked normal during unpacking. When performing the sphincterotomy the device worked normally for the first cut, then the cutting wire broke while trying to enlarge the sphincterotomy. No wire was noted to have fallen into the patient. The power generator settings were the same and the "bridge" was not touched. It is possible that the wire may have hit a stone. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device components found no damage or abnormalities detected that would have contributed to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and was found to be acceptable and not a contributing factor in the event. Based on investigation findings of the returned components, a probable root cause could not be determined. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.